Event description:
A malfunction was reported on the pump, but no notable events occurred before the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer with resetting the pump. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump and contact support if the issue arises again.